Event description:
It was reported that tandem mobi cartridge repeatedly fell out of pump on its own, which led to high blood glucose indicated only as ¿high¿ on display; however, a specific value was not provided. Customer gave correction bolus through pump, reinserted cartridge to resume insulin, and technical support advised customer to change supplies as needed. The customer continued to use the pump for insulin therapy.